Manufacturer narrative:
Other, other text: d4:UDI section is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette did not deliver the full dose of medication due to a pump message of "no disposable attached." There was no interruption in therapy as the patient was able to mix medication in a new cassette to continue the dose. The reported product fault occurred while in use with a patient. The product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. A1 updated email is: (B)(6).